Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that after the surgeon screwed an invizia 4.2mm 2 level plate in place, a metal piece was observed sticking out from underneath it. This metal piece was removed without removing the plate. There was no patient or procedural impact.